Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that the patient had a magnetic resonance imaging (MRI) scan. The lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. Troubleshooting was performed by changing the shocking vector, and it was determined that the high impedance measurements were due to the distal coil. No adverse patient effects were reported. The lead remains in service.